Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no issue with drawer. A field service engineer observed that the drawer was obstructed from opening because of the positioning of the wall plugs in relation to the station's location. The engineer informed the customer about the issue concerning the placement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.